Event description:
Far field r-waves noted during percent pacing testing prior to discharge after implant of new crt-d system (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).